Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified 3 of the tabs on the bearing were missing and not pictured. No photos of the humeral tray were provided. Provided photos did not confirm the reported part or lot numbers. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure due to bearing disassociating from the tray. It was noted that three locking tabs were broken off of the tray. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports:  0001822565-2023-00344. Concomitant medical products: hmrl tray +3 +5, cat: 110031403, lot: 65312110. 25mm versa-dial taper adaptor, cat: 118000, lot: 349540. Hmrl bearing 40mm +3 prlng, cat: 110031422, lot: 64489347. 40mm versa-dial glen +6, cat: 110030778, lot: 65480909. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was believed to have suffered a shoulder dislocation. During the revision procedure, it was found that the bearing disassociated from the tray. It was noted that three locking tabs were broken off of the tray. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -01865, 0001822565-2023-00344. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.